Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that patient experience chest tightness and nausea. In (B)(6) 2019, the patient presented for the index procedure. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 96mm long, with a reference vessel diameter of 4mm. The lesion was treated with pre-dilatation and placement of 3.00mmx38mm, 3.5mmx38mm and 4.00mmx28mm promus premier stents. Post dilatation was performed with 0% residual stenosis. On the same day, the patient was noted with chest tightness and nausea and was treated medically. The event was considered recovered/resolved that day. Nine days later, the patient was discharged.